Event description:
It was reported that this pacemaker exhibited an error code and was found to be operating in safety mode. The device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device could not be successfully interrogated. The device case was removed and the battery was replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short caused an increase in power consumption, which resulted in the clinically-observed reversion to safety mode operation.

Event description:
It was reported that this pacemaker exhibited an error code and was found to be operating in safety mode. The device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.